Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the mobile (lot number 277074, expiration date 07/31/2012). (B)(4).

Event description:
Customer reportedly received result of 12.0 mmol/l on the mobile system and result of 5.0 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the mobile (lot number 277074, expiration date 07/31/2012). (B)(4).